Event description:
It was reported that the patient's batteries were not holding charge and were getting several low voltage alarms despite the batteries being fully charged. Upon interrogation, several low voltage and no external power alarms were noted. The battery clip connections were inspected for integrity and appeared to be in good condition. The log file contained unusual voltage readings while using both wall power and batteries. After troubleshooting was done in clinic, it was noted that the supply voltages were normal while connected to the power module. A review of the log files revealed that a controller exchange occurred on 23aug2022 for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via analysis of the submitted log files. The submitted log files contained approximately 16 days of data combined (23aug2022 ¿ 08sep2022 per the timestamps). The log files captured a no external power alarm on 27aug2022 from 01:59:49 to 02:00:07 due to both system controller power cables being disconnected from external power. The alarm resolved once the white power lead was connected to a fully charged 14v battery. The log files also captured atypical no external power alarms on 07sep2022 from 12:25:17 to 12:28:21 and at 12:29:33. The atypical no external power alarms activated despite the white power cable still being connected to an external power source. The alarms resolved once the controller was connected to the mobile power unit. The system controller backup battery supported the system during the losses of external power without any issues. The log files also captured intermittent power cable disconnect and low voltage advisory and low voltage hazard alarms that were not associated with true power cable disconnections and routine battery depletion from 04sep2022 at 15:00:53 to 06sep2022 at 16:28:25 due to the relative state of charge and bus voltage levels fluctuating, causing the voltage to intermittently drop to approximately 0 volts. The atypical alarms occurred on the white power lead and occurred while connected to 14v batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information (including the if the cause of the alarms was determined, if any troubleshooting was performed, and if any products would be returned for analysis); however, no response was received. The root cause of the atypical no external power, low voltage advisory, power cable disconnect alarms could not be conclusively determined through this analysis. The root cause of the first no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power, low voltage advisory/hazard, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ explains that the patient should not use batter power while sleeping and states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.